Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1): ¿power of the device is interrupted¿ - this phenomenon was not reproduced, and the root cause could not be identified; phenomenon (2): ¿alarm sounds from the device and the display gets turned off.¿ - the probable cause was due to failure of the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defective mainboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insufflation unit is an unstable operation and occasionally turns off. The issue occurred during preparation for use. There was no patient harm associated with the event.